Event description:
Reporter indicated that reporter has been having problems with voice since implant. Reporter has seen an ent and a voice specialist. Investigation was unable to determine whether or not a diagnosis of vocal cord paralysis was made.